Manufacturer narrative:
(B)(4). This event was reported to have occurred sometime in the three weeks prior to the report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified intravenous (IV) set would not prime when connected to a one-link catheter extension set. The reporter stated that they resolved the issue by removing the one-link ¿cap¿ from the set. There was no patient involvement. No additional information is available.